Event description:
Approximately 6 weeks after patient was implanted with the spherx posted pedicle screw system at l5-s1, it was identified in xrays that the screw tulip at the s1 had become disengaged from the screw shank. A revision surgery is planned to correct.

Manufacturer narrative:
The device has not yet been returned for evaluation and no additional evaluation has been possible. Additional analysis will be conducted when the device is returned. Attempts to reproduce the failure have been inconclusive. Product labeling indicates: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." In the event that additional relevant information becomes available, a subsequent report will be filed.